Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnancy (hypertension (2015) only during pregnancy) and hypertension (hypertension (2015) only during pregnancy) in 2015, vaginal delivery in 2014 and abdominal bloating, chronic cervicitis, smoker (types: vaping with nicotine), appendectomy, thyroid disorder, postpartum depression, depression, anxiety, depression, asthma, itching, abruptio placentae, hematoma, pelvic pain, dysmenorrhea, menorrhagia and cystoscopy. Previously administered products included: morphine for allergy and depo-provera. The patient had a family history of scleroderma, diabetes and cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n there were no complications. With 6 coils on the right. The exact same procedure was performed on the patient's left-hand side. There were 4 coils on the left. No evidence of any bleeding or problems. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: final diagnosis: term placenta, weight 492.6 grams: recent subamniotic hemorrhage with hematoma formation. Acute subchorionitis with early recent intervillous hemorrhage and associated acute inflammation. Focal villous hypervascularity. Focal increase in syncytial knotting with adjacent placental infarcts. Marginal blood clot (hematoma). Trivascular umblical cord: focal minimal early acute umbilical phlebitis. Specimen: placenta, third trimester, 38.4 weeks pre/post operative diagnosis: abruption; on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes: cervix- chronic cervicitis with squamous metaplasia. Endometrium- basal endometrium. Myometrium- no significant histopathologic changes. Left fallopian tube- benign paratubal cyst. Right fallopian tube- benign paratubal cyst. The left fallopian tube has a pinpoint lumen proximally and a 0.4 to 0.5 cm lumen at the mid to distal aspect. Identified within the proximal left fallopian tube, extending into the adjacent myometrium, is coiled metallic wire, approximately 1.6 cm in length. The right fallopian tube has a pinpoint lumen proximally and a 0.4 to 0.5 cm lumen at the mid to distal aspect. Identified within the proximal right fallopian tube is coiled metallic wire that extends into the adjacent myometrium approximately 2.9 cm in length. [Smear cervix] on (B)(6) 2022: abnormal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received :reporters information, race information, surgical pathology report and medical history added, rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.